Event description:
Pt was turned and repositioned. During turning vent alarm "circ"-reset x2. Approx. 3 mins. Later pt had blank stare and lips become dusty. Pt bagged, no CPR. Less than 30 mins. Later all circuits on vent alarmed "inop". Pt bagged and vent exchange done.